Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Corrected: health effect - impact code.

Event description:
Related manufacturer reference number: 1627487-2024-12965 and 3006705815-2024-09893. It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. Duraseal was used to fix the potential dural tear/csf leak in the area of the lead insertion site.